Event description:
Rn went into the pt's room to draw a midnight lab sample from the pt's central line. This rn paused all lines infusing into the pt's central line. This rn then disconnected the brown port which had been infusing sodium bicarbonate @200ml/hr. I then secured a 10ml normal saline (ns) flush to the caresite luer access device hub that was attached to the brown central line port, to flush the line and then withdraw and flush 5ml of blood 3 times, as is protocol for collecting blood from a central line. Upon the initial flush of ns, ns flush sprayed all over the pt's neck even though it was securely fastened to the luer hub. This rn immediately sensed something was wrong and drew back on the syringe plunger. A very small amount of fluid was retrieved from the line, but the barrel of the syringe was filled with air instead of blood, which should have happened. When the plunger could not be pulled back any further, air immediately started to be sucked into the central line. Rn clamped the line quickly before any air could enter into the pt's cardiovascular system. This rn then checked to make sure that the caresite luer access device was securely tightened on the brown port of the central line. It was. This rn then wasted 5ml for a 10 ml syringe, securely attached it to the same hub, holding positive pressure, unclamped the line and withdrew the air in the line. But again when the plunger was pulled all the back, again the plunger was half filled with air, and air immediately started down the line again, the line was again clamped before any air could enter the cardiovascular system. At this time rn who was charging that night, joined this rn at the bedside. She assessed the luer for security and tightness. Attempted the process on her own with the same results. The syringe was taken off, the luer inspected for default. None being seen, a new caresite luer was retrieved primed with a flush, and with the brown line clamped replaced the old luer with the newly primed one. Again the line was checked. The new luer functioned properly. No air entered the line, no fluids sprayed from the luer itself. The faulty caresite luer was saved in a biohazard lab bag.